Event description:
It was reported that the guidewire could not pass through the introducer sheath. Despite multiple attempts, the passage still failed. The device was unusable. On (B)(6) 2022 - the returned guidewire was damaged with several of the most proximal coils bent and disjointed.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty passing a guidewire through a microintroducer is confirmed; however, the exact cause is unknown. Two 0.018 in. Guidewires in plastic hoops, one 4.5 fr x 5 cm microintroducer, one dilator from a 5 cm microintroducer, and one 20 g IV introducer needle were returned for evaluation. An initial visual observation showed use residue on the returned samples. The distal tip of the dilator that was returned without a sheath was found to be missing and appeared to have been cut. Multiple bends were observed in one of the returned guidewires. The core wires of the returned guidewires were found to be intact during tactile evaluation. Neither of the returned guidewires were able to be threaded through the distal tip of the microintroducer. A microscopic observation revealed the proximal end of the bent guidewire was damaged with several of the most proximal coils bent and disjointed but connected to the weld tip. The proximal end of the other guidewire was observed to undamaged; however, a relatively large amount of dried biological residue was found near the proximal tip of this guidewire and this residue prevented the passage of the guidewire into the microintroducer. Once this residue was removed, the guidewire was able to pass through the microintroducer without issue. Both weld tips of both guidewires were observed to be present and intact, and no damage was observed on the distal end of the returned guidewires. While the exact cause of the damage observed in one of the returned guidewires is unknown, possible causes include damage during manufacturing, packaging, handling, or use. A lot history review (lhr) of reft0763 showed four other similar product complaint(s) from this lot number.